Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer resolved the issue by changing pump supplies and resumed insulin therapy.